Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed creatinine_2 (crea_2) results were obtained on seven patient samples on an atellica ch 930 analyzer. The quality control (qc) was out of range on the day of the event. Siemens reviewed the instrument data files, which indicated that the customer observed erroneous results for the patients samples and qc when testing crea_2 lot 252468 on one well. Siemens review of the system data indicates that the reagent 1 (r1) arm on the atellica ch instrument may not be able to properly set the level sense on some wells of reagent. The customer replaced a new crea_2 reagent flex, ran qc, which recovered with acceptable results, and processed patient samples, which recovered normal results. Siemens determined that the probable cause of crea_2 reagent low qc recovery and erroneous patient results could be due to bubbles in the reagent well after opening, causing improper level sense calculation to be set in software and subsequent insufficient reagent dispense for life of the reagent well. A product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported that erroneously depressed creatinine_2 (crea_2) results were obtained on seven patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The patient samples were retested on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the initial results. These repeat results were considered correct as they matched the patients medical history and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results.